Event description:
Caller states that he tested 5.1 inr on the coaguchek xs system and 3.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that revision surgery was performed due to loosening.